Event description:
It was reported that the device battery lasted less than the expected longevity. The device outputs were set high. The device was explanted and replaced. It was noted there was high right ventricular (rv) lead threshold. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Product ID d224trk implantable cardioverter defibrillator (ICD)  implanted: (b(6) 2009, 4196 implantable pacing lead implanted: (B)(6) 2009, 5076 implantable pacing lead implanted: (B)(6) 2009.